Event description:
It was reported huber leaked chemo. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 20 ga x 0.75 in huber plus infusion set with valved y-site was returned for investigation. Use residue was present on on the device. A needleless injection cap and what appears to be a quick release connector are attached to the proximal connector. The safety mechanism was returned engaged over the needle bevel. No holes or breaks in the extension tubing were noted. The infusion set was flushed with water and a leak was noted to be originating from the luer hub. Microscopic observation of the proximal hub revealed a longitudinal crack in the material. The crack appeared to be extending down the luer adapter from the proximal end of the hub. Material stress whitening was noted on the crack edges near the proximal end distal to the luer threads. Based on the characteristics of the damage, possible contributing factors include exposure to outward radiating forces which may be caused by over-tightening and damage during handling. Since the presence of the crack likely contributed to a leak, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1860 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported huber leaked chemo. No other information was provided.